Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR #1225714-2014-03424 and 225714-2014-03425.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2010, after the use of the product.